Manufacturer narrative:
The reported event was addressed with phone support. The site reported that the monopolar continued to activate for seconds after the surgeon released the pedal. Prior to calling the customer verified the vision side cart (vsc) tray if the pedal was not activated. Tse reviewed logs and confirmed the behavior with information and suspected it was user-induced error. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer reported to the technical service engineer (tse) that the monopolar continued to activate for seconds after the surgeon released the pedal. Prior to calling, the customer verified the vision side cart (vsc) tray pedal was not activated. The tse reviewed logs and confirmed the behavior with information m-10 on erbe indicating the activation element was not released within 5 seconds after the activation stopped. The customer suspected it was an induced error and would track the issue if it happened again during the surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed was a monopolar coagulation. The surgeon did not press any of the css activation pedals. An erbe was used and no other generator was used. When the incident occurred, the tips were not in contacts with the fabric. There was no patient injury.

Event description:
Refer to h11 for follow-up information.